Event description:
A 53 year old male supported with an impella cp ((B)(6)) for acute myocardial infarction/cardiogenic shock (ami/cgs) developed pink tinged urine during support. The event occurred in the setting of elevated mean arterial pressure (map) and the need for impella position optimization. Under echocardiographic guidance, the physician repositioned the impella, and afterload reducing medication was ordered for initiation. Based on the available information, the patient¿s hematuria was likely associated with hemolysis in the context of elevated afterload and suboptimal impella positioning, both known clinical factors that can contribute to red blood cell destruction during mechanical circulatory support. The device was repositioned, and afterload management was initiated, aligning with standard corrective actions. The impella was explanted on (B)(6) 2026 and the patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation type codes and h6 component codes were updated accordingly based on the completed investigation. Corrected information has been provided in d1 (brand name) following identification of data entry error/incomplete information. The cause of the positioning issue was unable to be determined due to insufficient clinical details. Hematuria : the cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information received: the color of the urine did improve with lower mean arterial pressure (map)s recorded. No plasma free hemoglobin were drawn because those labs need to be processed outside of the facility. There was one recorded lactate dehydrogenase (ldh) of 132 post afterload reduction.

Manufacturer narrative:
B1 product problem and e4 was inadvertently omitted on the initial manufacturer device report. B5 updated with additional information received from the clinical site.